Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Manufacturing date: august 19, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the received impactor is in a very used condition, there are stress marks at the upper part of the shaft, the marking is faded, there are nicks at the blue handle, the blue handle is cracked on the bottom side and there are numerous marks of hammer blows on top of the device. The investigation has shown that the welding between the head plate and the shaft is broken and therefore the handle is loose. The review of the production history revealed that this instrument was manufactured in accordance with the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on the provided information, it is even unknown when or how this happened, we are not able to determine the reason of this breakage. Based on the overall condition of the impactor it is likely that excessive strokes on the impactor have caused over the time a fatigue and finally the breakage of the welding seam. The crack at the lower side of the handle does also indicate that a hit on the handle could have contributed to the breakage of the weld. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle has loosened from shaft of an impactor for proximal femoral nail antirotation (pfna) blade. There was no patient involvement. When the device was being evaluated by the manufacturer, it was noted that the device is also broken. This is report 1 of 1 for com-(B)(4).